Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the instrument service history. The complaint text indicated erratic toxo igg results were generated on the axsym analyzer. Through troubleshooting, it was determined that the probes had been on the analyzer greater than one year. The customer technical advocate suggested the probes be replaced and calibrated and a precision run performed. During the replacement, one probe was found to be damaged. The damaged probe is the most probable cause for the erratic toxo-igg results. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results, as well as, probe crash recovery procedures. A review of the complaint trend reports for the period of (B)(4) 2009 to (B)(4) 2010, indicated there were no adverse trends associated with the issue under evaluation. A review of the service history for the axsym analyzer, (B)(4), from (B)(4) 2010 to (B)(4) 2011 indicates there were no similar complaints documented. Based upon the investigation, it has been determined that the axsym analyzer, list number 7a83-01, (B)(4) is performing as intended. No product deficiency was identified.

Event description:
The customer stated a(B)(6) toxo igg was generated on the axsym analyzer. The customer repeated the sample as the result did not match the result from another laboratory. The repeat result was (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.